Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead was placed to several positions, thresholds all high. It was also reported that the rv lead exhibited high impedance. The rv lead was removed and replaced with a different lead, and tested parameters were normal. No patient complications have been reported as a result of this event.